Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On approximately (B)(6) 2024, the patient was driving to work and the cgm reading would have been 13.1 mmol/l. The patient suddenly lost consciousness, drove off the road and an ambulance was called. The patient regained consciousness at the hospital, and when a fingerstick was taken the blood glucose reading was 1.3 mmol/l. The patient was treated with intravenous glucose. No injuries were sustained from the car crash. The patient was discharged after 2 hours, and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.